Event description:
It was reported that post op of a c-section procedure, staples fell out of the patient. It is too soon to tell if the patient will have an infection. One staple that fell out of the patient will be returned. There is no additional information at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). No device return additional information: during the case, the staples looked fine. There was no apparent issue during use. Twenty four hours later when the wound was checked, staples were laying in the dressing. Steri strips were used for closure. Wound healed nicely. The analysis results showed that only one staple was received for analysis. The staple was noted to have a proper box shape. Event could not be confirmed as no device was received for analysis. The device was not returned for analysis. However, there was a packaging lot number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.